Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician reported that machine showed high tmp pressure an high ultrafiltration but did not provide any additional information regarding the repair . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high ultrafiltration event occurred on an ak 96 machine during hemodialysis therapy. After two (2) hours and 30 minutes of treatment, the machine showed high transmembrane pressure. Blood was returned to the patient and treatment was ended. The patient was weighed and ¿found to have dehydrated 1.3kg more, while the machine actually showed dehydration of 0.1l.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital e1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.